Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to a faulty cable. The customer stated the cable was kinked. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center displayed no image. The issue occurred during preparation for use. There were no reports of patient involvement or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device was not returned.